Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation without an original cap attached to the female connector. A visual inspection with the naked eye noted a missing clear original cap to the female connector inside an unopened pouch. The reported condition was verified. The cause of the condition was related to manufacturing during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a missing component (protective cap). This was observed prior to device installation. There was no patient involvement. No additional information is available.